Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a prolonged low blood glucose event, with a nadir of 67 mg/dl and approximately 1 hour and 20 minutes below range, during which a sign interpreter assisted and the patient ate lunch early; the agent instructed the patient to check a glucometer value of 77 mg/dl and enter it into the ilet for calibration, and provided education on appropriate meal announcements to avoid disrupting the algorithm. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of use conditions and user-level troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the event attributed to user actions around meal timing and announcements while the device continued to function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.